Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurements. Additional information was received that this lead had dislodged. Surgical intervention was undertaken. The lead was successfully repositioned. No additional adverse patient effects were reported. This product remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurements. Additional information was received that this lead had dislodged. Surgical intervention was undertaken. The lead was successfully repositioned. No additional adverse patient effects were reported. This product remains in service. Additional information was received that the patient implanted with this rv, right atrial (ra) lead and pacemaker developed an infection approximately one month following the lead revision procedure. Surgical intervention was undertaken. This product was part of a system explant. No additional adverse patient effects were reported.